Event description:
The inserter tip split during lens insertion. The lens came out the side of the tip and stuck to the endothelial surface of the cornea. The pt has 4+ corneal edema with swelling, and possible vision loss.